Event description:
The device was not expected to be returned. Upon chart review by clinical staff, the following was discovered in a pt chart. Pt underwent a sub-occipital craniotomy for intracerebral hemorrhage caused by a ruptured arteriovenous malformation. Duragen was applied. Approx one month post the surgical procedure, the pt developed a "pseudomengiocele" larger than expected. This required two spinal tap treatments to drain the "pseudomengiocele". The two spinal taps took place eight days apart. The spinal tap resolved the "pseudomengiocele". The treating physician thought the duragen was the probable cause of the "pseudomengiocele". The pt presented to the hospital with a acute ventricular enlargement for which required insertion of right frontal external ventriculostomy. The pt expired 4 days later due to their medical condition. The treating physician did not feel that the pt's death was related to the use of duragen.